Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use the patient was under tracheostomy with the device. The nurse noticed a cut on the pilot balloon seam. It was impossible to ventilate the patient. The device was changed then.